Event description:
Neilmed sinuflo- I was unable to get the seal off completely because it is very hard to get off. So part of the foil seal was left on the rim of the bottle. The instructions say to warm it for 5-10 seconds in the microwave- when I did so (just for five seconds) the seal on the rim caught fire and burned part of the bottle. There was a mini-explosion in my microwave and a bright burning light. The seal should remove more easily or they should include a warning about this. I threw it away but I imagine using it with burned plastic could be dangerous.